Event description:
It was reported to baxter (B)(4) a 500ml eva bag in which a leak was observed. It is unknown when the alleged defect occurred. There was no patient involvement. Therefore, there are no reports of patient injury, medical intervention, or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Two actual samples were returned to the manufacturing plant for evaluation. Visual inspection as well as functional tests were performed. The leak test detected a leak at the connection sealing. Therefore, the reported condition was confirmed. The assignable root cause was attributed to the machine's lack of power on the connection seal during manufacturing. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.